Event description:
During an incident in 2003 involving a patient complainting of dizziness and pain in the left arm, this unit, while being used to monitor in a moving vehicle and using monitoring pads, shut down with no warning prompts several times. The reporter said there was ECG on the screen and unit was intermittently prompting "check electrodes". Later when testing with a simulator, the unit operated properly with no "check electrodes" prompts or shut downs, but when testing with pads on a fire department crew member, the unit gave "check electrodes" prompts and shut down.